Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the total daily dose insulin delivery correctly reflected programmed basal rates. There was no data in the black box or download histories from time of reported low blood glucose level due to continued patient use. A 29 hour flow accuracy test was performed and the pump passed flow accuracy test and was found to be delivering within the required specifications. There was no defect found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2012, the reporter called because the doctor wanted the animas pump checked out as the patient's blood glucose has been consistently reading 30-50 mg/dl for the last few months but her a1c level was 8.1%. There was no report of any symptoms or required medical intervention due to a product malfunction. During troubleshooting, the patient claimed the basal settings and total daily dose history match. There were no changes to the patient's habits or activity level. The animas representative concluded there was no pump malfunction associated with the alleged event. This complaint is being reported because the patient had low blood glucose of 30-50 mg/dl while on insulin pump therapy.